Event description:
Caller reported that the t:slim x2 pump was not charging despite using the appropriate charging accessories. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging for the pump's replacement, advising the customer on backup insulin delivery via multiple daily injections, and instructing them on the steps to take upon receiving the replacement pump.